Event description:
Related manufacturing reference number: 2017865-2021-39689. It was reported that the patient presented in clinic for follow up with over-sensed noise exhibited by the pulse generator. The right ventricular (rv) lead exhibited over-sensed noise that led to inhibition of pacing. The pulse generator was explanted and replaced. A new rv lead was implanted for pacing and sensing functionality. The chronic rv lead remains implanted with only pacing functionality. The patient was in stable condition.